Manufacturer narrative:
Failure analysis noted that the insulin pump passed the displacement test, rewind and basic occlusion tests. There was no motor error alarm noted. The pump was unable to prime during the prime/compromised force sensor system alarm test due to faulty force sensor resistor (gold). They were unable to test for the excessive no delivery alarm or perform the occlusion test due to the prime/fill anomaly. The motor passed the motor test. The pump had a scratched display window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during bolus. The customer's blood glucose was 221 mg/dl at the time of incident. The customer had not treated. Troubleshooting was completed and the alarm was cleared. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was returned for analysis.